Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer attempted several troubleshooting steps, including using different wall adapters and cables, but the issue persisted. Technical support decided to replace the pump and sent a replacement tandem cable and wall adapter with instructions for the customer to rely on their healthcare provider if the battery depleted before receiving new supplies. Customer was instructed to return the problematic pump within 10 days and was advised on steps to take upon receiving the replacement pump.